Event description:
The patient contacted animas on (B)(6) 2012 reporting a blood glucose of 20.6 mmol/l with no reported symptoms; this blood glucose excursion does not meet animas criteria for an adverse event. The patient requested to review the pump to see if it was working properly. The pump settings were reviewed and confirmed to be programmed correctly. The bolus and basal history and total daily dose were confirmed to add up correctly. There were no associated alarms or suspends in the pump history. The patient confirmed that there were no indications of any leaks or air bubbles in the system. The patient confirmed that there was no noted site issues; the patient was rotating sites using the abdomen only. The patient stated that the same insulin was used with an injection and blood glucose levels were responding with the insulin injections. Customer support advised the patient that there was no indication of a product malfunction; the patient stated that she did not agree and has lost faith in the insulin pump. This report is made based on the patient's allegation that the pump may have been malfunctioning.

Manufacturer narrative:
(B)(4): a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the display screen was found to be faded and discolored. Also unrelated, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.